Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that leakage occurred after removing the needle of a bd pegasus¿ safety closed IV catheter system. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received a sample from the customer in support of this complaint. The reported failure mode was observed in the sample provided. The batch record was reviewed, no related abnormalities were found. The physical sample was subjected to a leakage test at 45 psi, the test parameters were unable to duplicate the reported failure mode. Based on previous investigations it was determined that the most likely root cause for this issue is the rate of the cannula withdraw. If the cannula is withdrawn too slowly it is possible for a small quantity of blood to escape the septum. This is related to the design of the product and thus to the manufacturing process. Increasing the rate of cannula withdraw will reduce the occurrence of this event. Investigation conclusion: the blood residual may come from the septum 1-drop blood when the cannula withdraw after puncture.